Manufacturer narrative:
The reported events of pacing and interrogation anomalies could not be confirmed. The device was received from the field with battery voltage above elective replacement level and visual inspection noted electrocautery marks on the can consistent with the events reported by the field. Electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibited pulse generator operation. Electrical tests performed under nominal and field conditions indicated normal results, and output verification found all pacing parameters within normal range. The device was interrogated multiple times and no interrogation anomaly found. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During a routine device replacement procedure, it was noted there was a loss of pacing. Following the explant of the device, it was unable to be interrogated. Electrocautery used during the device replacement procedure was suspected to have caused the loss of pacing and inability to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.